Event description:
Clinical narrative: an impella 5.5 device was inserted via direct aortic access in a 79 year-old male patient presenting with post-cardiotomy cardiogenic shock/low cardiac output syndrome (pccs/lcos). The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage e. The patient was additionally receiving extracorporeal membrane oxygenation (ECMO) for hemodynamic support. ECMO is the primary hemodynamic support device with the impella being utilized for left ventricular venting. No additional patient history was reported. During support, oozing was reported at the insertion site. The patient was not receiving heparin due to post-operative bleeding. Anticoagulation monitoring was performed using activated clotting time, which was reported as 170 seconds. Disseminated intravascular coagulation was identified as a contributing factor to the blood loss. Blood products were administered, with 30 units reportedly transfused. Hemostasis was not achieved. The bleeding was reported to originate from the repositioning unit/introducer hub valve. The introducer was reported to have been peeled away outside the body. The patient was noted to have generalized oozing from multiple sites due to disseminated intravascular coagulation following surgery. It was unknown whether the repositioning sheath was properly placed with angle matching. The impella 5.5 device was not removed due to the reported bleeding event. A decision was subsequently made to withdraw care, and the patient expired. While on support, the impella 5.5 device operated at performance level 5 with lower than expected flows of 1.1 liters per minute. Mean arterial pressure was reported as 91 millimeters of mercury. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter sodium bicarbonate. The death is conservatively being reported to the impella 5.5; however, it is unlikely related and is most likely attributed to the patient¿s underlying critical condition as they presented in society for cardiovascular angiography and interventions (scai) shock stage e, in the setting of multiple mechanical circulatory support devices. Bleeding is a known risk in with large-bore access and may be influenced by underlying coagulopathy, including disseminated intravascular coagulation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.